Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Four pictures were received to evaluate, three of them for the set and one for the label of the package. Following the evaluation of the photographs, three images depict the set with a circle indicating that the air vent cap is detached from the spike, although it is located inside the bag of the set. The fourth image displays the label of the package. The defect is confirmed. Immediate containment actions were implemented through our nonconformance process, including enhanced inspection controls, additional vented cap verification testing, and evaluation of incoming materials and existing inventory to mitigate potential risk. Due to this report and other reports of this nature, the manufacturer has initiated a corrective action and preventive action (CAPA) in order to further strengthen manufacturing and testing processes and enhance detection and prevention. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
Our smokey point clinic recently had an issue whereas lines from arterial connection develop tiny air bubbles which cause tmp alarms.

Manufacturer narrative:
The report has been identified as b. Braun medical international report number (B)(4). Two (2) samples were submitted to the manufacturer for evaluation. Through visual examination, no damages or defects were observed. The samples were subjected to testing; the results of the test noted leakage at the luer site on the main tubing of one sample from lot # a2500208. The other sample during testing resulted in no issues observed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the reported issue was observed on one of the samples. While the other samples was unable to reproduce the issue, the reported event is similar to a known issue of air in line during use. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.